Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator screen was black. A field service engineer (fse) rebooted the refrigerator, and the screen completed a normal boot-up, showing the temperature within range. The refrigerator was accessed without any issues. Additionally, fse noted that the left screw of the screen bezel was stripped and will need replacement if the screen requires future servicing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the temperature log showed a drop from 4.3 °c at 17:30 on march 10 to 0 °c at 18:36 the same day. Pharmacy staff checked the device and found the screen black. All power cords were properly connected, and the refrigerator appeared to be maintaining temperature, but readings were not displaying or transmitting to the bd server. However, there were no delays or adverse events or injuries reported based on this event.